Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr=1.5; second test inr = 2.8; third test inr = 5.8.

Manufacturer narrative:
Inratio precision data provided by end user lot 060583: first test inr = 1.5; second test inr = 2.8; third test inr = 5.8. Mean = 3.37; sd = 2.21; %cv=66.5%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered no precise and further testing is required at this time.